Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead had broken and pacing has been disconnected. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this tachy lead had broken and pacing has been disconnected. This tachy lead remains in service. No adverse patient effects were reported.